Event description:
It was reported that the patient had a full revision due to high impedance detected prior to surgery it was reported that during the revision, a new lead was implanted and tested with the previous generator. The previous generator tested with high impedance at this point, even after system diagnostics were performed and pin reinsertion was attempted. Once a new generator was connected to the new lead, the impedance was within normal limits. The generator and a piece of the lead were received for product analysis. Product analysis of the generator and lead has not been completed and approved to date. The high impedance that occurred before the lead revision is captured in MFR report #1644487-2019-02524. The high impedance that occurred after the lead was replaced is captured in this report. No additional relevant information has been received to date.

Event description:
Suspect generator product analysis was completed and approved as well. An electrical evaluation showed that the device performed according to functional specifications. The battery showed an ifi=no condition. Lead product analysis was completed and approved. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Since a portion of the lead assembly was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional information has been received to date.